Manufacturer narrative:
No devices or photographs were received; therefore the condition of the components is unknown. The device history records were reviewed and no deviations/ anomalies were identified. Per the zimmer implant compatibility matrix and the nexgen knee profiler, no compatibility issues are noted. These devices are used for treatment. Review of the primary operative notes confirms patient underwent left total knee arthroplasty due to osteoarthritis. Review of the operative notes from the revision surgery conducted on (B)(6) 2013 confirms patient was experiencing painful stiff left total knee with flexion and extension contractures and excessive scar tissue, intra articular fibrosis and underwent revision total knee arthroplasty of the tibial component with a complete synovectomy to resect scar tissue. Review of the operative notes from the second revision surgery conducted on (B)(6) 2015 confirms patient underwent revision of left total knee tibial component due to excessive scar tissue intra-articular adhesions that were stiffening the knee. The tibial component was found to be loose and pressing onto the medial aspect of the patellar tendon causing the partial evulsion of the patellar tendon. Extensive synovectomy and lysis of adhesions and scar tissue removal was performed. The femoral and patellar component were solidly fixed and showed no signs of loosening. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised due to pain, stiffness, and excessive scar tissue. During the revision all components were found to be well-fixed. The surgeon elected to revise the tibial component to allow for better range of motion as the thinnest liner had been utilized in the patient's primary surgery.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Per the zimmer implant compatibility matrix and the nexgen knee profiler reviews, no compatibility issues were noted between the femoral, articular surface, and tibial components implanted together. A product history search identified no other complaints for the part and lot combinations of the articular surface or tibial component. The postoperative diagnosis of the (B)(6) 2013 revision stated the patient had excessive scar tissue and intra-articular fibrosis. The operative findings state that the fibrotic tissue as well as extra bone formation or calcification of the soft tissues contributed to the stiffness of the joint. All components were noted to be well fixed without any evidence of loosening but the tibial component was revised to allow for better range of motion. Per the nexgen package insert, poor range of motion is a known risk of this procedure. It appears that the reported stiffness and limited range of motion were caused by the patient condition noted in the revision operative notes.